Manufacturer narrative:
Manufacturer reference number: (B)(4). Baxter received and evaluated the device. The reported symptom door not fully latched messages was confirmed and reproduced. It was caused by loose link screws. As a result, the screws were replaced.

Event description:
It was reported that a pump was alarming for a close door message when the door is closed. Any patient involvement, injury or medical intervention is unknown.